Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no frozen display noted. There was moisture damage found on motherboard. The pump received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit passed self and no missing segments noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 334 mg/dl at the time of incident. The insulin pump will be returned for analysis.